Event description:
It was reported that during a da vinci si prostatectomy procedure, the inner thread of the large needle drive instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode with the following clarification. The instrument was returned with a broken grip cable. The idler pulley spins freely and exhibits damage to the face. The cable segment sticks out at the wrist. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.